Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had personal injuries sustained as a result of their defective spinal cord stimulator device. The risks associated with getting an implant were not adequately disclosed in the labeling, training materials, or risk mitigation strategies accompanying the device. Within weeks of implantation the patient experienced shock-like sensations and worsening pain. A manufacturer representative (rep) was involved with waveform guidance during the implantation surgery. Despite reported confirmation of lead placement and electrical function, patient received no relief from the device and instead developed new symptoms. Patient continues to experience neuropathic pain, gait instability, and discomfort localized at the implantable neurostimulator (ins) site. Daily activities such as dressing, showering, walking, and sleeping are impaired by ongoing electrical misfiring, pressure pain from the battery pack, and the lack of any meaningful therapeutic effect. It was alleged that the design was defective, the system implanted in was defectively manufactured. The device, as constructed and assembled, deviated from the manufacturer's design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition at the time it left the manufacturer's control. The manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, flawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms. Patient reported to their healthcare provider (hcp) the device was not delivering the promised pain relief and was instead causing new and worsening symptoms, including painful electrical sensations, worsening neurologic symptoms, diminished quality of life , and urinary dysfunction. The patient was told that the device was functioning normally. No diagnostic testing was performed. The device failed. It was stated that the patient suffered injuries, damages, pain and suffering, emotional distress, neurologic injury, and loss of enjoyment of life. It was alleged that the system presented known or reasonably foreseeable risks. The risks were not adequately disclosed in the product labeling, instructions for use (IFU), training materials, or marketing documents provided to physicians and patients. They reported that the system implanted was not of merchantable quality and was not fit for its intended or represented purpose. The patient has a need for ongoing medical intervention caused by improper device programming, inadequate postoperative support, and a lack of informed medical decision-making. It was reported the first time rep was made aware was on may 19.